Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown); burns were found on the patient and arcing emitted from the electrode pads. Complainant indicated that the patient sustained burns. No information was available on the degree of burns.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation but, the customer provided the log file for review. A limited investigation was performed and suggests patient coupling was a factor based on the patient impedance and the energy delivered. No retain sample evaluation, or device history records (DHR) review could be conducted based on the lack of information. Skin burns during defibrillation may result from poor electrode coupling, improper skin prep, or incorrect placement. Zoll documentation warns of factors like hair, poor adherence, and electrode damage can contribute. Analysis for reports of this type has not identified an increase in trend.